Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that after a magnetic resonance imaging (MRI), this cardiac resynchronization therapy pacemaker (crt-p) system disabled the minute ventilation (mv) due to the signal artifact monitor (sam). Noise oversensing was suspected to be related to electromagnetic interference (emi), leading to the sam episode and storage of a ventricular tachycardia (vt) episode during the MRI. The patient's remote monitoring system stated intermittent loss of capture (loc) for the left ventricular (lv) lead, however technical services (ts) noted possible intermittent loc or variable morphology as the cause for the reported loc. Ts noted this system is not approved for MRI, as the lv lead is a non-MRI compatible non-boston scientific lead. Additionally, the system was programmed to asynchronous ventricular pacing (voo), instead of MRI mode for the MRI. Ts noted that there was no pacing inhibition, and recommended MRI mode for the future. At this time, no adverse patient effects have been reported, and this crt-p system remains in service.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that after a magnetic resonance imaging (MRI), this cardiac resynchronization therapy pacemaker (crt-p) system disabled the minute ventilation (mv) due to the signal artifact monitor (sam). Noise oversensing was suspected to be related to electromagnetic interference (emi), leading to the sam episode and storage of a ventricular tachycardia (vt) episode during the MRI. The patient's remote monitoring system stated intermittent loss of capture (loc) for the left ventricular (lv) lead, however technical services (ts) noted possible intermittent loc or variable morphology as the cause for the reported loc. Ts noted this system is not approved for MRI, as the lv lead is a non-MRI compatible non-boston scientific lead. Additionally, the system was programmed to asynchronous ventricular pacing (voo), instead of MRI mode for the MRI. Ts noted that there was no pacing inhibition, and recommended MRI mode for the future. At this time, no adverse patient effects have been reported, and this crt-p system remains in service.